Manufacturer narrative:
Investigation results: the root cause of the leakage cannot be determined because there are no abnormalities in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and the damage state of the defective sample cannot be identified. The plant will continue to track and monitor the defect.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, a nurse discovered blood leaking from the catheter connector of the indwelling needle used by the patient. After removal and replacement of the indwelling needle, the catheter was reinserted, causing unnecessary pain to the patient.